Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: there was no abnormal activity observed in the black box or the alarm history of the pump. No pump reboot events were observed. The battery compartment and cap were undamaged and able to fit and to maintain electrical connection. No power interruption occurred during the investigation. No intermittent condition was found on the power circuit. The pump also passed a 24 hour duration test and was able to go through the prime steps with no issue. Unrelated to the alledged power issue, the display had a reddish tint upon start up.

Manufacturer narrative:
The pump has been returned to animas at the time of this report, but evaluation has not been completed. A supplemental report will be filed when investigation has concluded regarding this device. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributor contacted animas stating that there was a power issue with the pump. No further information was provided. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.